Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality and production testing was not performed since the attachment was received in non-working condition. The reported complaint could not be confirmed as an actual temperature reading was not captured. A root cause as to why this situation could have occurred could be determined based on quality observations. Bur and bearing failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. All components looked dry and corroded with no evidence of lubrication.

Event description:
In this event a doctor reported that an midwest e 1:5 attachment overheated and burned a patient. There was no serious injury or intervention.